Event description:
New information received states that the lead was fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise during a merlin.net transmission. The lead was capped on (B)(6) 2018. The patient was stable post procedure.